Event description:
Customer reported that occlusion alarms occurred, but issue was resolved after changing supplies. There was no adverse impact to the customer¿s blood glucose level. Customer, who was out of warranty, was in process of obtaining a new device. No further action was required by technical support.